Manufacturer narrative:
Conclusion: the device investigation did not show any device defect which is expected to be present whilst implanted. According to the received information, the user underwent a revision surgery due to migration of the active electrode array out of cochlea. During the repositioning surgery the surgeon inadvertently damaged the housing of the implant and the concerned device was explanted. During investigation, several cuts into the silicone overmold at stimulator housing were found. The investigation results appear to match the problems mentioned in the user report. Additionally, received in situ measurements show a transient short circuit which could have led to a reduced benefit. The origin of this short circuit remains unknown since it could not be reproduced during device investigation.

Event description:
The explanted device was received at hq (B)(4). Due to electrode array migration, initially a revision surgery to re-insert the electrode was planned. During this surgery, the surgeon damaged the housing of the implant and patient was re-implanted with a new device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was received at hq (B)(4). According to the device explantation report form the device did migrate and patient was re-implanted. Additional information has been requested from the field.

Manufacturer narrative:
Additional information: an initial MDR was sent but the system showed an error message that a duplicate report was send, however no previous report with the same manufacturing report number was issued. Our qms department together with FDA are investigating on this circumstance. To avoid a late report we send this follow up report.

Event description:
The device was received at hq (B)(4). According to the device explantation report form the device did migrate and patient was re-implanted. Additional information has been requested from the field.